Event description:
Philips received a complaint on an efficia cms200 central monitoring system indicating that the equipment locked and stopped working; it stopped monitoring intensive care unit (ICU) beds. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
This complaint is a supplemental to 9610816-2024-000938 due to incorrect registration number used. Visual and functional testing was unable to be performed, as the device has not been returned for investigation. The cause of the reported problem was not able to be determined. The reported problem was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received, or if the device is returned, the complaint file will be reopened. Box e: reporting institution phone #: (B)(6). Reporter phone #:(B)(6).